Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements of greater than 200 ohms. Boston scientific technical services (ts) suggested that the patient needed to be seen in the office for evaluation. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.